Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had flow issues from the air/water system. The issue was identified during a therapeutic procedure. The customer reported the procedure was completed. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning. Regarding manual cleaning: the customer reported the reprocessing accessories had no abnormalities. The customer could not confirm whether the air/water nozzle was flushed with detergent solution. During testing, the reported issue was confirmed: the air/water nozzle was clogged with the foreign material so the air and water flow volume did not meet specifications. In addition, the clog did not allow for adequate water removal. During visual examination, the following additional issues were identified: the adhesive on the bending section cover was chipped; the electrical connector was corroded due to water leakage; switch button 1 was scratched; the scope cylinder had peeling paint; the image guide protector was scratched; the objective lens was chipped; the adhesive around the objective lens was peeling; the adhesive around the light guide lens was peeling; and the connecting tube was scratched and wrinkled. Functional testing of the device showed the bending angle of the up direction did not meet with specifications and the up/down directional knob had excess play. Both directional issues were caused by a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. The reprocessing manual also provides relevant prevention steps in chapter 3: cleaning, disinfection and sterilization. Clogged foreign material in the nozzle¿ was confirmed. Therefore, the device did not meet the specifications nor the features. The source of the foreign material remained in the device cannot be conclusively identified. However, service business center (sbc) was advised to inform customer to conduct reprocessing in accordance with instruction for use (IFU). Olympus will continue to monitor field performance for this device.